Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that there was a broken tip of the drill during a procedure. No adverse consequences or surgical delay were reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: visual inspection reveals slight distortion on the remainder of the helix on the drill bit and rough surface at the breakage point. There is also a contour line/malformation observed on the device. These are consistent with an instant breakage due to excess torsion load. There are also spiral scratches on the shaft of the drill consistent with contact to hard surface during drilling. Root cause is attributed to breakage due to excess load and is user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that there was a broken tip of the drill during a procedure. No adverse consequences or surgical delay were reported.